Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, that the bd alaris¿ pump module infusion set tubing/filter was clogged after pausing the lipid infusion to draw blood cultures. The following information was provided by the initial reporter: "injuries or adverse event: no reported issue. Problem: lipids filter/tubing clotted after being paused for blood cultures to be drawn. Tubing did not have a knot in it. Rn placed knot in it because tubing kept dripping. Lipids were infusing at 8.57ml/hr. Rn disconnected lipids to draw blood cultures. After drawing cultures, reattached lipids - lipids would not infuse. Unable to reprime through filter".

Manufacturer narrative:
H6: investigation summary: one sample (model #2202-0007, lot #23015346) was returned for investigation. It was reported by the customer that lipids filter/tubing clotted after being paused. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set arrived with lipids throughout the tubing, in the filter and past the filter. No excess solvent was seen at the ports of the filter. The set was flushed with water and then primed with 85% glycerin / 15% water solution. An infusion run was performed using an alaris pump at a rate of 8.5 ml/hr for about 2 hours. Halfway through the infusion, the infusion was paused for five minutes, and then restarted. No occlusion was observed. The infusion was completed without issue. The customer complaint could not be replicated. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2202-0007 lot number 23015346 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ pump module infusion set tubing/filter was clogged after pausing the lipid infusion to draw blood cultures. The following information was provided by the initial reporter: "injuries or adverse event: no... Reported issue: problem: lipids filter/tubing clotted after being paused for blood cultures to be drawn tubing did not have a knot in it - rn placed knot in it because tubing kept dripping. Lipids were infusing at 8.57ml/hr. Rn disconnected lipids to draw blood cultures. After drawing cultures, reattached lipids - lipids would not infuse - unable to reprime through filter."